Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the non-detachment was not determined. No issues were encountered prior to coil non-detachment. No pushwire damage was observed after removal from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat an unruptured saccular aneurysm in the right internal carotid artery with a maximum diameter of 7 millimeters and a neck diameter of 3 millimeters, there was a device-related issue involving the non-detachment of a framing coil fc-6-20-3d. The physician attempted to detach the coil three times using the instant detacher and made two manual attempts via hypotube, but the coil did not detach. The patient's blood flow was normal, and the vessel tortuosity was moderate. Another axium coil was subsequently inserted, and the procedure was completed. The coil was replaced by a medtronic product.